Event description:
The patient presented in clinic after receiving painful high voltage shocks from the device. Upon investigation, the shocks were found to be inappropriate due to episodes of oversensing on the right ventricular (rv) channel. In addition, high capture threshold was observed on the rv lead. The device was temporarily reprogrammed to avoid any further inappropriate therapies. At a later date, x-ray imaging was performed, revealing an rv lead dislodgement. The rv lead was later explanted to resolve the event. The patient was in stable condition.